Event description:
This rv lead was capped during a normal device change out due to a performance issue. No other information was provided. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.